Manufacturer narrative:
Recall: (continued):1627487-07262012-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended. It was stated the patient last recharged the device approximately 6 months ago and last had stimulation approximately 3 months ago. The ipg was inoperable. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored following the procedure.